Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. (B)(4): device evaluation indicated that the complaint had been confirmed. Visual (microscope) and x-ray inspection revealed that the connector/distal end of the lead extension was separated from the lead body. It appeared that excessive tensile force was exerted onto the lead body and connector. It resulted in the cables being fractured right after the weld of each spring contact and the complete separation of the connector from the lead body. Cables were exposed at the fracture location.

Event description:
A report was received that the patient had high impedances and loss of stimulation was noted. The patient underwent a revision procedure wherein the lead extensions were replaced. The patient was doing well postoperatively.